Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/30/2015 with the following findings: the black box shows inaccurate time/date setting. Multiple power on reset event observed throughout black box. The pump intermittently powers with both the returned battery cap and a test battery cap. Battery cap is unable to fully tighten. Battery compartment cracks were observed in thread area and below grip pad. The battery compartment threads damaged. Unable to complete checklist due to "intermittent power" condition. There was no evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.